Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated is located at the mildly tortuous and moderately calcified distal of right anterior tibial artery. After a non bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 5 atmospheres (atms) on the first inflation with a duration of 5 seconds. The device was removed from the patient and the procedure was completed with a 2mm-40mm non bsc balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the coyote es balloon was returned with distal tip damage. Magnified inspection of the balloon revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole at the proximal edge of the distal markerband. Magnified inspection did not reveal any damage or irregularities on the marker bonds. Magnified inspection did not reveal any damage or irregularities on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated is located at the mildly tortuous and moderately calcified distal of right anterior tibial artery. After a non bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 5 atmospheres (atms) on the first inflation with a duration of 5 seconds. The device was removed from the patient and the procedure was completed with a 2mm-40mm non bsc balloon catheter. No patient complications were reported and the patients status was good.